Event description:
It was reported that the customer experienced a high blood glucose (bg) level 600 to 622 mg/dl. A correction injection via manual insulin therapy was delivered to address the elevated bg. Customer changed the pump supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.